Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at a device check it was found that the lead polarity had been changed by the lead monitor function due to abnormal lead impedance. It was noted that when the lead polarity was changed to bi-polar oversensing and noise were found. The lead remains in use but is scheduled to be replaced in the next week. No patient complications have been reported as a result of this event.